Event description:
It was reported through the stryker facebook page, "my husband has had the same experience. He had a replacement on his right knee, but is in so much pain he will not get his left one done."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.